Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# n0053432, implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), ubd: 03-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's skin is opening and there is exposure of the patient's spinal cord stimulator (scs) lead wires. There are no known factors that may have contributed to this. The patient entire system was explanted. They plan to re-implant the patient at a later date. No further complications were reported. No additional patient symptoms were reported.